Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient had bleeding from the groin site. The patient was hospitalized both for the observation of the bleeding and due to the extent of right heart failure found on the right heart catheterization. The patient experienced a mild hemoglobin drop associated with the bleeding.

Event description:
It was determined that the bleeding was not associated with the delivery catheter or the introducer. The bleeding was treated with a pressure dressing and immobilization.

Manufacturer narrative:
No device analysis results are available because the device remains implanted.